Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that since the time they got their current implanted stimulator, they had the worst diarrhea where they could hardly go anywhere because it was constant. The patient also reported that they'd gotten their gall bladder out sometime around that same time though they didn't remember when exactly. The patient stated they were working with a gastroenterologist and they kept thinking "oh it's the gallbladder, oh it's the gallbladder," and a nurse practitioner had told them at the time that the diarrhea would eventually go away but the patient said three years later they still had the diarrhea and they were still miserable. Patient said that the gastroenterologist had done all kinds of tests to determine what was going on and that all the tests were coming back clean and there was nothing weird happening. Patient said this hadn't ever happened for them with their previous system and also mentioned that since they were implanted with their current system, they noticed where their lead went in and that they could feel the lead wire coiled up under their skin. They stated they just felt like since they got their current implantthat something just didn't seem right. Patient services reviewed adverse effects of the therapy with the patient and redirected the patient to follow up with their managing health care provider to further address the issue as well as to check the coiling of the lead wire. Patient services also suggested to the patient that they could try turning the therapy off for a bit of time to see if that made a difference with their diarrhea or not. The patient said they'd try turning the therapy off to see if that made a difference for their diarrhea. Patient mentioned that they'd had the therapy off sometimes in the past when they had both of their shoulders replaced but they hadn't really been paying attention to see if the diarrhea subsided when they had the therapy off or not.